Event description:
It was reported that this patient's device is currently under advisory for premature battery depletion. The patient may possibly have their device explanted due to this advisory. It was also noted that this patient has had untreated episodes due to t-wave oversensing. Premature battery depletion is considered a device malfunction. No adverse events. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.